Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 467 mg/dl. It was stated that they had issues with the tape on the infusion set folding during insertion and sticking to the serter. Customer was with trainer and they went through the proper insertion steps. It was stated that the problem was with the infusion sets and not the serter. It was advised the infusion sets would be replaced and to call back if issue happens again.